Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open back fusion procedure, two of the needles broke but nothing fell into the patient cavity. Another suture was used to complete the case. There was no patient injury.